Event description:
Customer reported that while pipetting on ortho summit processor, it was noticed that the dispensing needle was partially blocked on the washer manifold. The instrument generated no error. The customer performed maintenance on the washer manifold to resolve the issue. No death or serious injury was associated with this incident.